Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-18. The patient is being referred to a neurosurgeon for an ins pocket revision/replacement consultation. No date has been scheduled so far. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a manufacturer representative (rep). It was reported that the patient¿s implantable neurostimulator (ins) was flipping in the pocket making it difficult to charge. The patient noted that she wanted to have her ins replaced after discussing with her healthcare professional (hcp); the patient was scheduled up for a meeting with a rep. There were no contributing factors identified and actions/interventions were not performed. The issue was not resolved at the end of the report, surgical intervention was not yet planned, and the patient was alive with no injury. There were no further complications reported or anticipated.